Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a detached sensor wire that occurred upon sensor removal on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that transmitter was snapped into sensor pod when the sensor was removed. Patient reported that sensor wire remains in her skin. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).